Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and without a reload present on the device. In addition four cartridge reloads were received fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
The customer reports that during a pneumonectomy procedure, while stapling across the stump of the lung the device was used successfully for two firings. The device was reloaded for a third firing; the surgeon fired and removed the device. Once the device was removed there was blood gusting everywhere. The surgeon controlled the blood by grasping the bleeder with a forceps and then put a clamp on it. They reloaded the same device with a new cartridge and fired it again. It functioned fine. The procedure was completed and the patient went to the recovery area in stable condition. The patient was examined and there were no loose or unformed staples found in the patient, the device or the cartridge. As a result of the bleeding, the patient lost 1000cc of blood. It was not reported that a blood transfusion was required.

Event description:
Spoke with the quality coordinator and she states that the patient did require blood products as a result of the profuse bleeding. She states her responsibility is to do chart review for the facility. During her review, she learned that the patient expired two days post operatively, but the cause of death was not relate to the device issue. The patient was very ill and had several commodities.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and without a reload present on the device. In addition four cartridge reloads were received fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.